Event description:
Device did not function as expected. Surgeon performed a bilateral medial unix replacement on a young male. The procedure proceeded uneventfully until the final seating on the 2nd tibial insert. Following the seating of the insert and the subsequent range of motion testing, it was noted by the surgeon that there was a degree of movement between the insert and baseplate.

Manufacturer narrative:
As part of a quality system improvement plan stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B) (6) 2006 to (B) (6) 2008 were the scope of this retrospective review. These events are part of a retrospective summary report being submitted under exemption # (B) (4). There is 1 event associated with this event type (device did not function as expected and (B) (4)).